Manufacturer narrative:
The following field has been updated due to corrected information: describe event or problem: it was reported that bd vacutainer® sst¿ blood collection tubes was giving erroneous results. This occurred on 224 separate occasions. No serious injury or medical intervention was reported. Material no. 367986, batch no. 8302800. Customer is experiencing critical high potassium results and attempting to find out if it may be the gold top tubes. "This customer has been experiencing issues with this item: gold top tubes lot# 8302800. Investigation: investigation summary: erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. A review of the device history record was completed for batch 8302800, reorder number 367986. Product was manufactured at the bd sumter site november, 2018. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Investigation conclusion: based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic pas-009-pic (erroneous potassium) was appropriate. Root cause description: based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic pas-009-pic (erroneous potassium) was appropriate. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes was giving erroneous results. This occurred on 224 separate occasions. No serious injury or medical intervention was reported. Material no. 367986, batch no. 8302800. Customer is experiencing critical high potassium results and attempting to find out if it may be the gold top tubes. "This customer has been experiencing issues with this item: gold top tubes lot# 8302800.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes was giving erroneous results. This occurred on 224 separate occasions. No serious injury or medical intervention was reported. Verbatim: "(B)(6); material no. 367986, batch no. 8302800. Customer is experiencing critical high potassium results and attempting to find out if it may be the gold top tubes. "This customer has been experiencing issues with this item: gold top tubes lot# 8302800 could you please work with the customer (cc¿d, dr. (B)(6)) regarding their critical high potassium in relation to the gold top tubes? Thank you, (B)(6)."